Manufacturer narrative:
Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID #: (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) the cs300 intra-aortic balloon pump (iabp) had generated a leak in iab circuit alarm. There was no blood or discoloration seen in the helium tubing at that time. The customer performed an iab fill and pressed "start" which resumed therapy. They continued to diligently check the helium tubing for blood throughout the shift and did not note any until the pump alarmed leak in iab circuit again around 4:50 am. They noted blood coming into the tubing as soon as the alarm sounded. They immediately turned the iabp off, clamped the tubing, and disconnected it from the iabp. They then called the cardiologist and the 1-800 number to report the situation. The getinge representative explained that the iabp should not be in standby for longer than 30 minutes and verified someone was on the way to remove the iab. The patient was stable and awaiting a coronary artery bypass graft (CABG) later that day. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.